Event description:
A perforator drill unexpectedly plunged through the skull. Although the surgeon followed standard technique, the drill¿s rpm [revolutions per minute] was set higher than the manufacturer¿s recommended limit, and the safety clutch mechanism did not stop the drill as intended.